Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was going to be placed into the left femoral vein of a patient in the ep lab. The clinician had finished flushing the sheath and dilator and attempted to put them together. The yellow hub on the dilator wouldn't stay snapped together with the sheath. The clinician pulled it out and inspected it. The small circular rim on the hub appeared to be slightly distorted. She attempted to re-set the dilator inside the sheath and the hub snapped off.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the hub of the dilator snapped off was confirmed. One saf sheath/dilator assembly was returned. Visual examination revealed the hub was separated from the dilator. The hub was not returned. Microscopic examination, of the broken surface on the proximal end of the dilator, revealed a whitish appearance and rough surface indicates that the hub had been properly attached and appears to have been separated by excessive lateral force. The dilator graphic specifies the outside diameter (od) of the body at .147/.151 inches, the dilator od measured .150" which met specifications. The inside diameter of the sheath hemostasis valve cap measure .171" which meets the .170/.173" specification. A device history record review was performed and did not reveal any manufacturing related issues. Since the dilator hub, which was reported to be "slightly distorted" was not returned, the probable cause of this issue could not be determined. No further action will be taken.